Event description:
It was reported by service report that the pins in the 37 d communication cable that hooks to the wall were damaged beyond repair. The customer could not determine whether there was patient involvement and/or adverse consequences.